Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-12429. It was reported that the patient underwent surgical intervention on (B)(6) 2018 wherein the patient¿s ipg was explanted and replaced. The patient reported that the ipg was dead at the time of the replacement. The patient¿s existing lead was connected and therapy has been restored postoperatively.

Event description:
Device 1 of . Reference MFR. Report#: 1627487-2018-12429.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2018-12429. It was reported that the patient's scs system was not providing adequate therapy after falling down the stairs. As a result, surgical intervention may take place at a later date.